Event description:
It was reported that the patient notifier was triggered. On (B)(6) 2017, the asymptomatic patient presented in the hospital. Upon interrogation, the right ventricular lead exhibited low pacing lead impedance. All other electrical measurements were normal. On (B)(6) 2017, the lead was capped and replaced. There was no adverse consequences to the patient before, during and after the procedure.